Event description:
Customer reported receiving calibration error alerts. Customer stated that there was no entry of an incorrect blood glucose value and no delayed entry. He stated that he was experiencing intermittent calibration error alerts. It was determined that the customer is calibrating at the appropriate times and frequencies. Customer was advised to remove the sensor and he stated it was straight with a slight curve. The blood glucose reading was 120 mg/dl. Nothing further was reported.

Manufacturer narrative:
Reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.